Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. Medwatch field d2b procode: product code khp applies to the thb parameter. Other product codes associated with the cobas b 221 <6> system are cem, cds, cga, ggf, ggz, ghs, gkr, jfp, jgs, khg, and khp. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for thb, so2, and hct on two cobas b 221 <6> system analyzers. The sample initially resulted in the following values when tested on cobas b 221 serial number: (B)(6): thb = 6.20 g/dl with a data flag, 10.51 g/dl, and 13.05 g/dl so2 = 97.1%. Hct = 21.9 % with a data flag. The sample was repeated on cobas b 221 serial number: (B)(6), resulting in the following values: thb = 8.73 g/dl with a data flag. So2 = 90.1% with a data flag. Hct = 33.8 % with a data flag. The thb value of 6.20 g/dl was considered correct.